Manufacturer narrative:
(B)(4). As reported by a physician, the patient took part in the following study: study title: multi-center, prospective, randomized trial to demonstrate improved metabolic control of ppen vs dddd in diabetic capd patients -the impendia trial study sponsored by baxter healthcare. On (B)(6) 2011 at 1100, the subject received physioneal 2 l ip (lot number unknown) for a total dwell time of four hours. On (B)(6) 2011, the subject completed the study. The investigator considered the event of peritonitis to be unrelated to investigational product and trial procedure. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of dialysis peritonitis in a (B)(6) patient, coincident with extraneal viaflex, physioneal, and nutrineal pd4 therapies. On (B)(6) 2010, the subject began treatment with extraneal viaflex, 2 l twice per day, physioneal, 2 l once per day, and nutrineal pd4, 2 l once per day (lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in (B)(6) 2011, the subject experienced pain in the abdomen, cloudy effluent, and high temperature (B)(6). On (B)(6) 2011, the subject was hospitalized for dialysis peritonitis. On the same day, the subject began treatment with ceftazidim 0,25 gm ip four times per day. Outcome for the event of dialysis peritonitis was reported as ongoing and unchanged. The subject remained hospitalized and treatment with ceftazidim was ongoing. The investigator assessed the event of dialysis peritonitis as moderate in severity, and related to pd therapy.